Manufacturer narrative:
(B)(4). Evaluation: device history could not be reviewed as no serial number was obtained. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: this information was received through a journal article. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information through a journal article (catheterization and cardiovascular interventions 75:416/419 (2010)) that during the implant of this transcatheter valve, inadvertent obturator vein cannulation occurred which resulted in a perforation of a vein and a retroperitoneal pelvic hematoma. It was reported that the perforation was successfully stented with two self expanding stents. There were no adverse patient effects reported after stenting of the vein.